Event description:
It was reported the patient felt some vibrations from the device, the device was interrogated and a message of possible high-voltage lead issue was observed. Reset anomaly was noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned measuring 17.2 cm from connector pin. The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.